Event description:
On (B) (6) 2010, this pt was implanted with a gore tag thoracic endoprosthesis to treat a penetrating ulcer. The gore tag thoracic endoprosthesis was implanted. Upon removal of the sheath the access iliac was dissected. A bare metal stent was implanted and the iliac was repaired. The pt tolerated the procedure and no further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork could not be conducted as the sheath was discarded of at the hospital and no lot/serial numbers were known.